Event description:
It was reported by the patient's spouse that the patient experienced an episode which included feeling dizzy, lightheadedness, perspiring, and change in coloring. The patient was then transported to the hospital via ambulance, and "someone came in and did something to patient with a machine that resulted in a report". In addition, they "did programming". No further information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.